Manufacturer narrative:
This is the same event as 3010536692-2015-00254. Report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Alleged neck fracture as well a medial pocket stem fracture.